Event description:
It was reported that a fully implanted single piece non-preloaded monofocal intraocular lens (iol) was removed from the patient's left eye in the same procedure. The reason for the removal was unspecified. It was also mentioned that vitrectomy was performed and sutures were used. The incision was also enlarged. There was also a reported surgical delay in procedure. Patient status was unknown. No further information was provided.

Manufacturer narrative:
Section a4: weight: unknown/not provided section a5: ethnicity: unknown/not provided section a6: race: unknown/not provided section d6a: if implanted, give date: not applicable, as lens was inserted and then removed in the same procedure. Section d6b: if explanted, give date: not applicable, as lens was inserted and then removed in the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.